Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2,h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported event was unable to be confirmed as no medical records or relevant imagery was provided. As the serial number was not provided, a DHR and lot history review were unable to be performed. However, there was no indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU revealed no deficiencies. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Due to limited information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case. Reference article baudo, massimo, et al. "Improved hemodynamics with self-expanding compared to balloon-expandable transcatheter aortic valve implantation in small annulus patients: a propensity-matched analysis." The american journal of cardiology 221 (2024): 9-18. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with the edwards sapien transcatheter heart valves mentioned in the article are: p140031- edwards sapien 3 transcatheter heart valve; p140031 edwards sapien 3 ultra transcatheter heart valve system. The dates of the events are unknown; however, according to the article the study period was from january 2018 to december 2022. For this reason, the first day of the reported study period (01-january-2018) was used as the occurrence date. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest, the article did not provide details of the events, therefore, the cause of the events could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, per article "improved hemodynamics with self-expanding compared to balloon-expandable transcatheter aortic valve implantation in small annulus patients: a propensity matched analysis". A total of 1,170 tavi procedures were performed in our center between 2018 and 2022. The following events were regarding either the sapien 3 valve or the sapien 3 ultra valve: (B)(6) 15 23 cases of moderate structural valve deterioration.

Manufacturer narrative:
A supplemental MDR is being submitted due to corrected data. This is one of twelve manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-04601, 2015691-2024-04603, 2015691-2024-04604, 2015691-2024-04605, 2015691-2024-04606, 2015691-2024-04607, 2015691-2024-04608, 2015691-2024-04609, 2015691-2024-04610, 2015691-2024-04611, 2015691-2024-04612, 2015691-2024-04613.